Event description:
It was reported that 319 days after a coronary artery drug eluting stenting procedure, the patient expired. The index procedure treated a denovo lesion located at the proximal right coronary artery (prox rca) with successful placement of a taxus express2 3.00x20mm drug eluting stent. Target lesion characteristics were not provided. There were no reported complications. Patient was discharged the next day on aspirin and plavix. At 319 days after the initial procedure, the patient expired. The cause of the death was cardiac related. The patient was on aspirin and plavix at the time of the event. No further informatin was provided.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.